Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that inflammation and a fiber that was retained in the eye post operative procedure. The surgery was completed. There was no patient harm reported.

Event description:
A healthcare professional reported that there was an inflammation in patient's eye as a fiber was found retained in the eye post operative procedure. The procedure was completed. Additionally, the surgeon reported that for the event inflammation patient was brought to the operation room and used irrigation or aspiration (I/a) handpiece to flush the fiber out, also it was not possible to determine the color or size of the fiber or retain it. The patient condition was unknown at the time of report.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Customer suspects it is due to a retained fiber but it is not confirmed. The customer suspects blue fiber is coming from a drape or the blue bowl that holds gauze. The fibers were noticed just prior to placement of the intraocular lens (iol). No physical sample has been returned for evaluation; therefore, the condition of the product could not be verified. When this type of issue occurs, a sample will need to be returned so that a proper investigation can be conducted. A review of the reported pak¿s manufacturing records shows the expiration date for this pak is 2025-28-02. A review of the reported pak¿s drawing shows the products 030-0110hq- sponge, gauze,12ply,4x4 and 8065-1041-99- drape, oph, apert,40x48, w/pch are located inside of the main pack along with other product. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. The customer's allegation is not supported by enough evidence that the fibers originated from products within the pak. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. The customer's allegation is not supported by enough evidence that the fibers originated from products within the pak based on current tracking, there are no adverse trends for this reported complaint. The manufacturer internal reference number is: (B)(4).